Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.

Event description:
An acdf was performed on a (B)(6) female pt on (B)(6) 2012 and a vectra plate and four 4.0mm self-retaining screws were implanted. During a f/u visit, it was discovered that the construct had fallen apart. Surgeon did not report any plans for the pt moving forward. This is the first of five reports for this event.